Event description:
Reportedly, 4 episodes of noise oversensing were observed between (B)(6) 2019 and (B)(6) 2019 despite that the sensitivity threshold was set at 1.0mv. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials sensing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, 4 episodes of noise oversensing were observed between 19 june 2019 and 05 september 2019 despite that the sensitivity threshold was set at 1.0mv. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials sensing.